Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This was a case of an approach to the bile duct orally. Since the pigtail part of the stent got kinked, its use was discontinued and the procedure was completed by using another zebd-7-15 (lot# unknown). ***more details will be provided by the sales rep later. Updated on 20feb2024: this was a case of an approach to the bile duct orally. Cannulation was performed under a side-view scope, and a wire guide (olympus/visiglide2 0.025inch, angled) was inserted. The physician tried to advance a stent (zebd-7-15/ lot# c2096856) along the wire guide, but it stopped moving. He tried again with another zebd-7-15 (lot# unknown), but felt a little bit difficult to advance it though it was not defective. The procedure was completed placing a zebd-6-10 instead after dilation with piolax/endosheather. This file is capturing the user error - incorrect wire guide used with the replacement device - 'he tried again with another zebd-7-15 (lot# unknown), but felt a little bit difficult to advance it though it was not defective.'. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: updated on 20feb2024: <physician's comment>. The product has been used regularly every month, and there were no changes in the staff involved in the procedure, so there was no unfamiliarity with the procedure. In addition, I use it carefully every time, and I never had any kinks during surgery. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact when advancing the stent along the wire guide. 2 what was the target location for the stent? The bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide2 0.025inch angled. 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Please see description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? No. 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? Unknown. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Unknown. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the zebd-6-10 device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. This file is related to the additional complaints opened to capture the user error of the incorrect wireguide used with the original and replacement stent. (B)(4) captures the user error of the incorrect wireguide with the original zebd-7-15 stent. (B)(4) captures the user error of the incorrect wireguide with the zebd-7-15 replacement stent. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. It should be noted that in the japanese packaging insert (c-es0202m18) states: "choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the japanese packaging insert image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information 0.025" wire guide was used. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. CAPA: 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: CAPA: 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer an incorrect size wire guide was used with the replacement device. Confirmed quantity of 1 device, confirmed used. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-aug-2024.